Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl device did not discharge during testing. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the printer automatically prints when the device was charging. There was no patient involvement at the time the issue was discovered. A philips authorized service provider (asp) called and checked the device remotely, it was confirmed the reported problem that printer automatically prints when the external paddle is charging. Customer evaluated the device under asp's instruction. Based on the information available and the testing conducted, the cause of the reported problem was caused by incorrect operation. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. Asp instructed customer to set up the printer correctly. Device passed all required tests, and it was back to normal use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.